Event description:
In 2008, a doctor reported that veneers placed with nx3 on two different patients had fallen off.

Manufacturer narrative:
The patients' veneers were recemented using a different product without incident. The patients are doing fine. The device was not returned to kerr corporation for evaluation. The retain samples underwent adhesive strength testing. The results indicated that the product was within specifications. This is the second MDR report of the two incidents reported.

Manufacturer narrative:
The actual device involved in this incident was returned to kerr corporation for evaluation. The returned device was empty and an evaluation could not be performed. This is the final report.